Event description:
The rptr stated that an elderly female pt had two integra matrix wound dressings applied during a rear pelvic decubitus ulcer procedure. Post operatively, nursing staff observed that the vacuum assisted closure drain pulled through a noticeable amount of blood, and subsequently, the pt underwent a second surgical procedure to stop the wound hemorrhage. The integra matrix wound dressing (imwd) were removed during the second procedure in order to provide surgical access to stop the bleeding. Imwd were not replaced during the second surgery. The pt died three days later. There was no report that the pt's outcome was related to use of the device. Integra matrix wound dressing package insert does not state that it is indicated for use with negative pressure wound management systems. Integra has requested additional clinical info from the user facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.